Event description:
The olympus representative reported (on behalf of the customer) that the endoeye flex deflectable videoscope bending section was chipped. There were no reports of patient harm. During evaluation of the returned device, it was found that the objective lens adhesive was peeling off and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of bending section was chipped was confirmed. The additional evaluation findings are as follows: adhesive on bending section cover had a chip, bending section cover had a scratch, control unit had a scratch, grip had a scratch, up and down plate had a scratch, right and left plate had a scratch, angulation lever had a scratch, right and left lever had a scratch, sw1 had a scratch, light guide connector had a scratch, light guide-cover glass had a scratch, video connector case had a scratch, video connector had a scratch, universal cord had a scratch, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to damage on charged coupled device unit, and the image had white dots. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective event was caused by stress of repeated use, external factors, or handling of the device. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor the field performance of this device.